Manufacturer narrative:
(B)(4) submits this report to comply, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or (B)(4); employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.

Event description:
On (B)(6) 2011 a vns treating physician reported that the vns patient had passed away on (B)(6) 2010. The physician provided clinic notes from the patient's hospital visit on (B)(6) 2011. The patient was brought to the emergency room on (B)(6) 2011 after being found unresponsive with a bruise in the left forehead area. The patient had fallen off the back porch of his house and was found unresponsive by his son. The physician reported that there is a suspicion of seizures and post-ical state. The patient had elevated blood pressure greater than 200/100 and was treated in the emergency room per stroke protocol with a head CT. The CT scan showed postoperative changes in the left hemisphere and that the patient had his left temporal lobe removed. The physician reported six months prior the patient had presented at the hospital with recurrent seizures and that he believes the patient also had a brain hemorrhage some years ago. The patient has a history of hypertension and was treated at the hospital with IV labetalol for the blood pressure. The patient was also treated with antibiotics for right lower lobe infiltrate, possible aspiration pneumonia. A repeat CT scan showed severe right sided hemorrhage and the patient was critically ill. The family decided to not resuscitate the patient and he was pronounced dead on (B)(6) 2010. A copy of the death certificate will be requested from the state the patient passed away in. (B)(6) attempts for additional information from the physician have been to no avail thus far. When additional information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2011 when the death certificate was received by the manufacturer. The death occurred in the hospital and the cause of the death was listed as a cerebral infarction that he had for a duration of 5 days. The patient's death was listed as natural.